Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. No number ramping anomaly was noted on the display. The insulin pump was received with minor scratches on the display window, cracked case at display window corners, cracked battery tube threads, a cracked belt clip slot, a cracked reservoir tube lip and a cracked reservoir tube.

Event description:
Customer reported that when she enters a bolus the numbers keep scrolling. No further information reported.